Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the turbine is out of work. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. A motor controller (mc) board was received by the failure investigation, but it could not be confirmed if the customer's issue was resolved after replacing the mc board. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Visual inspection of the returned mc board observed no anomalies. Testing was performed and the customer complaint was verified. The root cause is failure of component adc u6.